Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed non-sustained rv lead oversensing. Myopotential oversensing associated with respiration was suspected. The device was reprogrammed. The patient will be followed up normally.

Event description:
New information received states that post-paced t wave oversensing was observed. Device programming changes were recommended. There were no further issues.